Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented with oversensing on the right ventricular lead. No adverse consequences to the patient were reported. No further information was available.

Event description:
Additional information received noted the patient initially presented in clinic. No changes were made to the patient's system. The patient was asymptomatic and in stable condition.

Event description:
New information suggests lead noise was once more observed on the right ventricular lead via remote monitoring. The lead was being monitored. The patient was stable.

Event description:
New information suggests additional non sustained right ventricular oversensing episodes determined to be lead noise were observed. No changes were made and the patient was to continue with remote monitoring. No intervention was scheduled. The patient was stable.